Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, e1, g4, g7, h1, h2, h6, h10. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Investigation and x-ray review on linked complaint determined the revision was due to disassociation between the pm glenoid and taper, with dislocation being secondary. This complaint was only to house the legacy zimmer liner, which is not relevant to the disassociation failure mode. Therefore, this event has been deemed not reportable and not a complaint. This investigation has been completed under medwatch: 0001825034-2020-03470. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of x-rays. There is a displaced hardware component, likely the glenosphere which is separated from the base plate and positioned posterior and slightly lateral to the normal positioning at the level of the glenoid, located along the posterior proximal diaphysis of the humerus, seen on the axillary view of the shoulder. The displaced glenosphere component is superimposed upon the humeral head component, difficult to assess secondary to superimposed metallic components. No detected periprosthetic lucencies. No detected fracture of the bones. Visual examination of the provided pictures identified blood on the liner damaged device component likely from removal. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: item# 115310; lot# 002530; comp rvrs shldr glnsp std 36mm. Item# 010000589; lot# 293070; comp rvrs 25mm bsplt ha+adptr. Item# 00434901213; lot# 64430724; humeral stem 12 mm stem diameter 130 mm stem length. Item# 00430004615; lot# 62628874; modular humeral head 15 mm head height 46 mm spherical. Head diameter. Item# 00434903700; lot# unk; dual taper insert. Item# pm0002765; lot# 818030; mcgregor lt pm mini rvs gld. Item# 180552; lot# 583350; comp lk scr 3.5hex 4.75x25 st. Item# 180553; lot# 035520; comp lk scr 3.5hex 4.75x30 st. Item# 115396; lot# 207160; comp rvs cntrl 6.5x30mm st/rst. Item# 180560; lot# 042490; comp nlk scr 3.5hex 4.75x30 st. Foreign report source: (B)(6). It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial shoulder procedure. Subsequently, the patient was revised due to dislocation. Attempts have been made and additional information on the reported event is unavailable at this time. No additional patient consequences were reported.